Event description:
A customer reported that a ¿scan again in 10 minutes¿ error message was received with the adc device on the 3rd day of wear and was unable to obtain glucose readings. As a result, the customer became hypoglycemic and experienced a loss of consciousness. The customer had contact with a healthcare professional who administered glucose injection and serum for the diagnosis of hypoglycemia treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.